Event description:
It was reported the videoscope exhibited image black out momentarily up and down like a blink. It can be operated normally and is not invisible or unusable. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.